Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3. Additional information: d9, h3, h6. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Three used suture pieces of unknown product code were received for analysis. During the visual inspection of the suture pieces, body fluids were found, while in one suture piece was noted a knot (it appears to be a surgical knot). Furthermore, the extremes appear to be cut probably by a surgical instrument. This is consistently with the removal of the suture from the patient. The sutures were shipped to the ethicon raritan team to perform a characterization to confirm whether it is a prolene suture or a pds suture. There is no possibility that the pds could be blue-colored because ethicon only manufactures violet and undyed pds sutures. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. The manufacturing records could not be reviewed as the batch/lot number is unknown.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Corrected h3 investigation summary: the product was returned to ethicon for evaluation. Three used suture pieces of unknown product code were received for analysis. During the visual inspection of the suture pieces, body fluids were found, while in one suture piece was noted a knot (it appears to be a surgical knot). Furthermore, the extremes appear to be cut probably by a surgical instrument. This is consistently with the removal of the suture from the patient. The sutures were shipped to the ethicon raritan team to perform a characterization to confirm whether it is a prolene suture or a pds suture: as per further investigation of the suture a ftir spectrum analysis was performed and was concluded that the samples were confirmed to be a prolene suture. There is no possibility that the pds could be blue-colored because ethicon only manufactures violet and undyed pds sutures. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: date and name of index surgical procedure? Abdominoplasty, date of procedure (B)(6)2024. The diagnosis and indication for the index surgical procedure? Cosmetic procedure, tummy tuck. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? As per above, to reduce the abdominal volume, with closure of the dyastasis of the rectus abdominus. Also, liposuction and remodelación of the abdomen on what tissue was the suture used? From the photos and the wound check, was used to suture dermis and skin. There is also photographic evidence where it appears to have sutured deeper layers of the abdomen, unclear if also to approach fat tissue. There was also findings of monocrryl to have sutured the deeper tissues what was the tissue condition (normal, thin, calcified, fragile, diseased)? When operated the tissue was perfectly healthy, there was evidence of would dehiscence on the (B)(6)2024. How was the suture placed (interrupted or continuous)? There was a continuous suturing of the skin. How was the suture tied (square knot or multiple knots one end)? Single knot on one end what tissue dehisced? Epidermis, dermis and subcutáneo tissue is it known how the wound dehisced? Did the sutures untie, break, or pull out of the tissue? There was significant erythema surrounding the sutures tissue, some necrosis around it. The suture had to be cut out and pulled from the tissue (corresponds to the suture provided to yourselves) once th suture was removed, the tissue alongside the wound management started to heal significantly quicker were there any patient stress factors that led to the suture untying, breaking or pulling out of the tissue? The patient developed bacteremia around the same time of the wound dehiscence, with subsequent vasculitis on the lower extremities. This episode was treated and resolved within two weeks; however the dehiscence persisted and was increased on both ends of the abdominoplasty, this was subsequently improved once the suture was removed. Onset date/time of dehiscence? (# post op days) 29 days how was the dehiscence managed? Left to gel by secondary intention, removal of the suture and use of topical antibiotics and wound management please describe any surgical intervention required for the wound dehiscence including date and findings. No surgical management, only to cut and pull the suture out. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? As far as I know the operating surgeon did not, he did not reported any immediate post op complications please describe the appearance of the suture during the second procedure. The appearance is of a blue suture, non-absorbable monofilament what symptoms did the patient experience following the index surgical procedure? Onset date? The patient experienced constant pain, burning sensation, increased lock temperature (but no sign of infection) and gaped wound, until the suture was removed. In fact, there was a continuous discomfort around the umbilicus and a non-healing area, which was curetted one week ago, obtaining yet another suture of dark blue colour. Once this suture ws extracted (4 months post op days) the patient has experienced less abdominal swelling, discomfort and inflammation around the lower abdominal area. Although the last suture was pulled out from the umbilicus, the patient felt ran trough the midline towards the lower abdominal area, thus experiencing relief. Other relevant patient history/concomitant medications? Not related to this surgical procedure, the patient was not taking any medication prior the surgical procedure what is the physician¿s opinion as to the etiology of or contributing factors to this event? Although wound dehiscence can happen in such procedures, I can only speculate that there was excessive tissue tension sutured with a non-absorbable suture creating an important degree of inflammation around the wound. What is the patient's current status? The patient is evolving ok, with some areas yet to heal and now after extracting the last suture from the umbilicis, there is significant physical improvement characterised by less erythema, umbilical wound now healing and less localised pain.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: its not a complaint as such, the consultant wants the suture analysed as this was used in an operation in columbia by another consultant and looks to be a prolene, however the consultant who has carried out the operation has said it is a pds. The patient suffered a large dehiscence which dr diaz has had to treat at spire little aston and wants to confirm the suture isn¿t a pds. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What tissue dehisced? Is it known how the wound dehisced? Did the sutures untie, break, or pull out of the tissue? Were there any patient stress factors that led to the suture untying, breaking or pulling out of the tissue? Onset date/time of dehiscence? (# post op days). How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient developed a large wound dehiscence that the surgeon had to treat. Surgeon found the monofilament suture, blue colored in the wound and was unsure if the suture was absorbable or non absorbable. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: in relation to the questions asked, its not a complaint regarding the suture, I spoke with mr dias who simply wants the suture analysed as he has had to treat the patient after she had surgery in colombia and developed issues as it looks like the colombian surgeon used the wrong suture, he has claimed it was a pds when it definitely is not, I am 99% sure it is a prolene, however mr diaz wants this checked in the lab, I will message him with the below questions. H6 component code: g07002 - device not returned. H6 investigation findings: c22 - photo review. Investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a section of used suture. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.